Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp): in response to the cause of the device not working question the hcp reported the patient stated they had turned the device off and there were no symptoms reported and no further complications were anticipated.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that the patient said their device was not working. Caller had no further details. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an MRI tech. It was reported the patient had been scheduled for an MRI of the brain but that was cancelled. The MRI tech did not know why the device was not working and did not have patient weight or any other information and no further complications were reported.